Event description:
Complainant alleged that while attempting to treat a patient (age 17 & male) the device's screen turned completely white and was illegible. Complainant indicated that there was no adverse effect to the patient due to the reported issue.

Manufacturer narrative:
The reported problem relating to the blank white screen and no clinical data can be seen was verified. The lcd color display was replaced to remedy the problem. The damage is not consistent with normal wear and tear but from mishandling of the unit.